Event description:
Additional information received reported the tip of the react 68 catheter remains in the patient. The tip of react 71 catheter broke during use but remained attached to pull out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a react-71 and react-68 aspiration catheter that broke/separated during a procedure. The patient was undergoing an endovascular thrombectomy procedure. Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed per the instructions for use (IFU). In the bovine arch, there was lots of twisting of the catheter and the distal end of the catheter broke off. The same issue occurred with both a react-71 catheter and a react-68 catheter. It was noted that the broken segment of one of the catheters remained in the patient vessel. It was unknown if there was any friction or difficulty during injection in the catheter. However, it was noted that the catheter tip was stuck/entrapped and force was applied during removal. The react catheter(s) were not stuck in the guide catheter. It was unknown if there was any vasospasm. No additional medical/surgical intervention was required; attempts to retrieve the broken segment of one of the catheters was unsuccessful and the broken segment remain in the patient resulting in mechanical occlusion of the distal m2 vessel segment.

Manufacturer narrative:
Product analysis: as found condition: the react 71 catheter was returned for analysis within a shipping box and a plastic re-sealable pouch. Damage location details: no damages were found with the react 71 catheter hub. The react 71 catheter body was found stretched and broken at ~111.5cm from the proximal end of the catheter hub (~25.0cm from the catheter distal tip). Testing/analysis: the react 71 catheter's usable length was measured to be ~135.5cm, which is not within specification (specification: 132cm +3/-0cm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter entrapment/difficult removal¿ and ¿catheter separation/break¿ reports were confirmed as the react 71 catheter body was found stretched and broken. The catheter can become damaged (stretched/separated) if retrieved against resistance (entrapment). Possible causes of ¿catheter entrapment/difficult removal¿ include vasospasm and patient vessel tortuosity. Possible causes of ¿catheter separation/break¿ include advances or retrieving the device against resistance, vasospasm, patient vessel tortuosity, and entrapment in the vessel. It was unknown if there was any vasospasm; however, the patient¿s vessel tortuosity was moderate. It is likely that the patient¿s vessel tortuosity contributed to the reported event; however, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient died at the hospital on (B)(6) 2024. Explanation received regarding cause of death and relationship to the detached react catheter tip was noted as follows: "the patient had an acute ischemic stroke secondary to a left mca occlusion. During the first attempt using a solumbra technique, the tip of the aspiration catheter broke off and moved distally into m2. Because of the persistent occlusion patient had a large ischemic stroke and was palliated 1 week after the procedure. The broken catheter was not, per se, the cause of the death but it did not allow [the surgeon] to open the occluded vessel." No additional intervention was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient has passed away. The cause of the catether separation was not determined. The only explanation I have is secondary to a particularly evident vessel tortuosity, together with a bovine arch. Not sure if that could have created mechanical stress on the catheter tip. The catheter separation was first noticed after the first run after stent retrieval. Bovine arch and notable tortuosity on both proximal common carotid artery (cca) and intracavernous internal caroptid artery (ica).